Manufacturer narrative:
It was reported that the patient was experiencing power switching events. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Analysis of the devices revealed that the devices passed visual examination and functional testing. An attempt was made to replicate the issue by manipulating the batteries' connection to a controller during the analysis of the unit. Results revealed that the electrical connection between the batteries and controller was stable. Log file analysis revealed that the controller contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each fifteen (15) minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections between controller and batteries (con186735, bat203421, and bat212762). The manufacturer has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Battery - bat212797 unique identifier (UDI) number: (B)(4). Battery - bat203023 unique identifier (UDI) number: (B)(4). Battery - bat212762 unique identifier (UDI) number: (B)(4). Battery - bat203421 unique identifier (UDI) number: (B)(4). (B)(4).

Manufacturer narrative:
Please note: due to new iata and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: serial # : (B)(4), catalog # : 1650de, exp. Date: 12/31/2016, mfg. Date: 12/31/2015. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 12/31/2015, mfg. Date: 12/31/2014. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 12/31/2016, mfg. Date: 12/31/2015. (B)(4). Serial # : (B)(4), catalog # : 1650de, exp. Date: 12/31/2015, mfg. Date: 12/31/2014. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time with a warning to switch to the back-up controller if there is a controller failure the steps for exchange of devices are also outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that the patient had multiple switches between the ports with all batteries. An elective controller exchange was performed and it was stated that there were no effect on patient, except that they were anxious. No additional information available.